Event description:
Doctor was using a medtronic ligasure 5mm-44cm retractable l-hook laparoscopic sealer/divider and halfway through surgery, the blade became exposed. The device was discontinued and a new device was used for the remainder of the case. There was no injury to the patient.